Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was getting backup battery faults. The external backup battery was swapped twice but the alarms continued. The controller was exchanged as the next troubleshooting step.

Manufacturer narrative:
Section h8: correction. Manufacturer's investigation conclusion: the reported backup battery fault was confirmed via the log file. The log file downloaded from the returned controller contained data spanning approximately three days (B)(6) 2020 ¿ (B)(6) 2020, per timestamp. The backup battery fault alarm activated twice in the log file on (B)(6) 2020, and (B)(6) 2020. Both alarms activated due to failed load test when the unloaded voltage measured below the acceptable threshold. The alarm on (B)(6) 2020, remained active until the backup battery was exchanged, the alarm on (B)(6) 2020, remained active until the controller was powered down following the controller exchange. The alarms did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The returned system controller, (B)(6), was functionally tested and found to operate as intended during analysis. The root cause for the reported event was unable to be determined through this analysis. This issue is being addressed via a corrective action. The heartmate iii patient handbook was available for use at the time of the event. Section 5 of the patient handbook, entitled ¿alarms and troubleshooting¿, addresses all alarm conditions including backup battery fault alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.